Manufacturer narrative:
Adverse events were previously reported under MFR #2916596-2022-11762. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿impact of race and ethnicity on readmissions after heartmate 3 (hm3) implantation¿ was received. The purpose of this study was to compare the survival and rates of readmission among black, hispanic, and white patients who have received a heartmate (hm) 3 from a single large-volume center. A retrospective study which reviewed all patients who underwent hm3 implant from (B)(6) 2014 through (B)(6) 2019 was conducted. All unplanned readmissions up to 900-days of follow-up were analyzed. Readmissions were categorized into major bleeding, infection, arrhythmia, volume overload, device related complications and other causes. Survival was evaluated by kaplan-meier (km) method. Incidence of all-cause readmission was evaluated using mean cumulative function method. Of the 182 hm3 patients included in the study 37 (20.3%) were self-identified as black patients , 27 (14.2%) as hispanic patients , and 109 (59.9%) as white patients. White patients were on average older (64.2 years old) than black (55.8 years old) and hispanic (52.5 years old) patients. White patients were more likely to be male (90.8%) compared to black (55.8%) and hispanic (52.5%) patients. Preimplant creatinine levels were observed to be higher in black patients (1.5 milligrams per deciliter (mg/dl)) than hispanic (1.2 mg/dl) and white (1.4 mg/dl) patients. Postimplant length-of-stay during index admission was 28 days for black patients, 21 days for hispanic patients, and 30 days for white patients. 900-day survival was observed to be 86.5% in black patients, 96.3% in hispanic patients, and 79.9% in white patients. Cumulative incidence of readmissions was similar among groups. However, black patients had more arrhythmia, and hispanic patients had more infection as a cause for readmission compared to the other groups. The study concluded that the data did not show a survival difference among black, hispanic, and white hm3 patients. Although cumulative incidence of all cause readmissions was similar, arrhythmia was more common in black patients and infection in hispanic patients. The hm3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU, ¿introduction¿, lists potential adverse events including bleeding, infection (local, driveline, and pump pocket), and cardiac arrhythmia, that may be associated with the use of heartmate 3 left ventricular assist system. The IFU, ¿patient care and management¿, lists infection and arrhythmia as potential late postimplant complications. This section (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿impact of race and ethnicity on readmissions after heartmate 3 (hm3) implantation¿ identifying survival and readmission rates among black, hispanic, and white patients who underwent hm3 implantation at a single large volume center. This is a retrospective study that evaluated 182 patients implanted with a hm3 between (B)(6) 2014 and (B)(6) 2019. All unplanned readmissions up to 900-days of follow-up were analyzed. Readmissions were categorized into: major bleeding, infection, arrhythmia, volume overload, device related complications and other causes. Survival was evaluated by km method. Incidence of all-cause readmission was evaluated using mean cumulative function method. 900-day survival was 86.5% in black patients, 96.3% in hispanic patients, and 79.9% in white patients (p=0.15). Cumulative incidence of readmissions was similar among groups. However, black patients had more arrhythmia and hispanic patients more infection as cause for readmission compared to the other groups. Related manufacturer's report: 2916596-2022-11762.